Event description:
The account alleged that the brakes will set, but will pop out of brake if the bed is pushed. No report of injury.

Manufacturer narrative:
The account replaced the brake detent assembly to resolve the issue.